Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is filed under separate medwatch report.

Event description:
This is filed to report the atrial perforation. It was reported that on (B)(6) 2018, three mitraclips were successfully implanted, reducing grade 4 functional mitral regurgitation (mr) to grade 1. Due to disease progression, mr increased to grade 3-4. On (B)(6) 2019, a second mitraclip procedure was performed. It was noted that the atrial septal defect (asd) remained enlarged from the initial procedure. The first clip delivery system (cds) (90129u154) was advanced; however, when positioning, the clip moved irregularly, so the device was adjusted to compensate for the irregular movement. Grasping the posterior leaflet was difficult and leaflet injury occurred. Mr worsened to grade 4. The clip was implanted, and the mean gradient increased to 4-5 mmhg. Since mr reduction was not sufficient, another clip was attempted, but the gradient increased, so the clip was not implanted. An asd occluder was implanted to treat the asd from the initial procedure. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect requiring intervention (atrial perforation), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported atrial perforation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.